Event description:
It was reported the ipg had moved closer to the surface due to the patient losing weight. Surgical intervention took place wherein the ipg was explanted and replaced for a smaller device.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
The report stated that the ipg was revised due to ¿ipg is close to the surface¿. This was due to ¿the patient has lost weight, so the device was shallow and protruding¿. This is consistent with patient anatomy and is not device related. Analysis of the returned device found no anomalies and it communicated with all lab utilities.